Event description:
It was reported that the patient was experiencing increased bleeding blood pooling under his bandages and felt a pull in the upper incision. The patient had CT scan and cleaned up the bandages and was doing well postop.